Event description:
Pt admitted on (B)(6) 2012 for abdominal surgery. During surgery after the stapler was loaded, it was difficult to insert into the trocar. When the device was inserted and clamped on the stomach tissue, the stapler would not fire. It was tried with 2 different loads and it wouldn't work. A different stapler was opened and used without difficulty. The device was tested outside of the pt and would not fire either. Pt was discharged in similar condition as admission on (B)(6) 2012.